Manufacturer narrative:
Additional information: device evaluation is not required because the infection is suspected to be related to surgery and the product was properly sterilized prior to distribution.

Event description:
Additional information was received indicating that the patient had their generator removed due to the infection. After the patient's generator was removed, the patient picked at his incision site, causing the lead to extrude from the patient's incision site. The lead was then also removed due to the patient's picking of the site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced an infection recently after their vns replacement surgery. A review of the device history record for the implanted generator was reviewed and verified that the device was sterilized per manufacturing specifications prior to release for distribution. No known surgical intervention has occurred to date.